Event description:
The instrument was reported for unknown reason. Did not happen during surgery. Visual inspection of the returned device found one of the posts was broken. The broken fragment was not returned for evaluation. Additionally, the spring was missing.

Manufacturer narrative:
Product complaint#: (B)(4). H11: additional narrative: h3, h6: a product investigation was completed: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Visual inspection of the returned device found one of the posts was broken. The broken fragment was not returned for evaluation. Additionally, the spring was missing, the root cause of this issue cannot be determined. The observed condition of the device was consistent with use of excessive force in a prying motion while trailing. Properly handling and attention to the approved use of the device diminishes the risk for this type of failure. A functional test was not conducted due to not being applicable to the complaint condition. A dimensional inspection was not conducted due to not being applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune spacer block would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.